Event description:
Healthcare professional (hcp) related the home pt (hp) died after using the homechoice cycler for apd therapy. Hcp relates that around 05:30 am on the event date, the hp appeared to have pains in their head during therapy with the homechoice cycler. Hcp relates that the hp's family member called a hcp and was instructed to bypass drain and allow 200mls of fluid to remain in the hp's peritoneum, which is the volume of fluid that normally remains in the hp's peritoneum at the completion of therapy. Hcp relates that the hp's family member bypassed therapy into dwell 5 of 5, at which time the hp was disconnected from the homechoice disposable set. According to the hcp, around 20 minutes later the hp expired. Hcp relates the hp had some swelling in their brain, as well as other neurological issues, after a non-dialysis related infection in december 2000. Hcp relates that although the cause of the hp's death is not known, she suspects the hp may have had a stroke or bleeding in their brain. According to the hcp, she does not feel that the hp's death was dialysis related.